Event description:
The customer reported the touch screen is not working. The customer has attempted touch screen calibration and the device states 'bad touch.' The customer reported there was no patient involvement.